Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pericardial effusion. The leadless implantable pulse generator (ipg) was implanted and remains in use. The pericardial effusion resolved four days later. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated after five days no pericardial effusion was present in the echocardiography. Clinical study name changed to post approval network cardiovascular group.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.